Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic lobectomy, while firing the black reload over lung tissue, the device was unable to fire, it was cracking as if the tissue was too thick. The reload was replaced and attempted to fire with no tissue and still cracked without firing. This happened with three staplers. The fourth stapler was used, and the case was completed. There was no patient injury.